Manufacturer narrative:
(B)(4)

Event description:
It was reported an asymptomatic patient was brought into the clinic after the device went into radio frequency lockout. The device battery had gradually declined within an month and prematurely reached end-of-life. The pacing lead impedance on both the atrial and ventricular leads dropped to lower out of range measurements. The device was also no longer capturing. The cause of the low impedance and loss of capture is unknown. The device was explanted and replaced. The leads remained implanted. The patient condition was stable before and after the procedure. The patient will monitored regularly through merlin.